Event description:
Additional information received reported that the cause of the event was not determined. The vessel was successfully opened in the procedure, and the patient has recovered. The patient's presenting symptom was a coma. One pass was made with the solitaire prior to the separation. The solitaire fr stent was fully removed from the patient/vessel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr stent was damaged. The patient was undergoing a thrombectomy of the middle cerebral artery. It was noted the patient's vessel tortuosity was normal. The stroke onset reperfusion time was four hours. It was reported that during the middle cerebral artery thrombectomy, when retrieving the stent, the stent fractured and remained inside the vessel. The stent body became separated from the delivery wire. There was no resistance encountered. A snare device was used to remove the stent from the patient's body. A new stent was then used instead to complete the procedure. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the solitaire fr4-4-40-10 pusher wire was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. The solitaire fr4-4-40-10 stent was not returned with the solitaire pusher wire. Damaged location details: the solitaire fr4-4-40-10 pusher wire broke at ~198.1cm from the proximal end of the pusher wire. The solitaire fr4-4-40-10 marker coil and ptfe shrink tubing were damaged. Testing/analysis: the solitaire fr4-4-40-10 pusher wire broken end was sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the broken end exhibited evidence of mechanical damage (shearing/smearing) and dimple overload features. Conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report was confirmed, as the returned solitaire fr4-4-40-10 pusher wire was found to be broken. The broken end exhibited evidence of mechanical damage (shearing/smearing) and dimple overload features. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheter or intermediate catheter integrity issues (i.e., kinking), pre-existing conditions (stenosis/calcified plaque), hard clots/thrombus entanglement, improper stent/catheter alignment, or microcatheter removal. In this event, the customer reported that the vessel tortuosity was normal, and one pass was made with the solitaire device, ruling out vessel tortuosity and a higher number of device passes as possible causes. Therefore, delivery and retrieval friction, guide/balloon catheter or intermediate catheter integrity issues (i.e., kinking), pre-existing conditions (stenosis/calcified plaque), hard clots/thrombus entanglement, improper stent/catheter alignment, or microcatheter removal could have contributed to the separation complaint. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.